Event description:
This is a spontaneous report by a nurse from (B)(6) of a disconnected transfer set and bacterial peritonitis coincident with extraneal viaflex therapy. On (B)(6) 2012 the patient was hospitalized. On (B)(6) 2012, it was determined that the patient was disconnected from the transfer set and experienced bacterial peritonitis without cloudy effluent and pain. On (B)(6) 2012, the patient received remedial treatment with ciproxin (500mg, twice daily for 2 days), vancomycin (2 g, once), and amukin (170mg, once) (route of treatment not reported). On 7 may 2012, the patient received glazidim (1g, once a day for 2 days). On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient is reportedly recovered.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This report was not confirmed as no sample was returned for evaluation. It wasn't possible to perform a batch file review as no batch number was provided. If additional information becomes available, a follow up report will be submitted.